Manufacturer narrative:
Replacement breast shields were sent to the customer. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she was having pain from pumping with her pump in style advanced breast pump while using an incorrect size breast shield size. A medela clinician followed up with the customer on (B)(6) 2015. The customer stated that she was being treated with dicloxacillin after developing mastitis. The customer also stated that she was beginning to feel better after using the larger breast shields that were sent to her by customer service.